Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that they found smoke in the eye during laser firing. The doctor switched laser probes four times during surgery but still had the same conditions. There was no pt impact reported.